Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was experiencing ventricular fibrillation (vf) in a non-clinical environment. The device diagnosed the vf and charged to deliver therapy; however the vf signal had a low amplitude, which continued to decrease, resulting in undersensing by the device as the amplitude was below programmed detection. This resulted in the device diagnosing a return to sinus rhythm and high voltage therapy was not delivered. The vf resulted in the death of the patient. Technical support reviewed the session records and there was no indication of a device malfunction. The device behaved as expected, for the resulting signals of a dying heart, based on the programmed settings. There was no known coroner's investigation.